Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 450 mg/dl. Customer reported insulin pump physical damage and motor safety circuit failed test. Customer did not troubleshoot their high blood glucose reading. Insulin pump will not be returning for analysis. Insulin pump will be returning for analysis. The customer was not using auto mode feature during the serious injury.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.